Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported "left side rupture." Device remains implanted. Left side.

Manufacturer narrative:
Correction to implant date (d6a): initial medwatch shows correct implant date of (B)(6)2012.

Event description:
Physician reported no rupture found during surgery. An ultrasound reported left side "peri-implant fluid". The device was replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, yellow biological tissue, red particles on the shell, cloudy color in the gel, and crease flat. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported no rupture found during surgery. An ultrasound reported left side "peri-implant fluid". The device was replaced. Left side.